Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review of refv2012 showed three other similar product complaints from this lot number.

Event description:
It was reported that after the catheter was implanted, blood return could not be confirmed and the catheter could not be infused. There was no reported patient injury.

Event description:
It was reported that after the catheter was implanted, blood return could not be confirmed and the catheter could not be infused. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of failure to aspirate could not be confirmed as the reported issue could not be reproduced. One assembled 4 fr groshong nxt catheter was returned for evaluation. The catheter was infused with water and was found to be patent to infusion and aspiration. Microscopic inspection of the valve slit did not reveal any apparent issues. The valve slit length was measured and was found to be within manufacturing specification. Since not apparent issues were noted during functional testing or damage to the catheter, the reported complaint of unable to aspirate could not be confirmed.